Event description:
(B)(4). Cramping, sharp/stabbing pelvic pain, night sweats, loss of libido, painful periods (dysmenorrhea), painful intercourse (dyspareunia), abdominal spasms/ twitching/ fluttering, back, joint, chest, leg, breast, neck, spine, hip chronic pelvic pain, all over body aches/pain, severe bloating, metallic taste in mouth, bowel issues, anxiety/panic attacks, mood swings, depression (sadness), diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), numbness/tingling in extremities (hands/feet), nerve pain, anemia/ iron deficiency/low ferritin, vitamin d deficiency, unexplained/easily bruising vitamin b-12 deficiency, elevated blood counts, inability to maintain blood sugars (hypoglycemia), chronic fatigue, heightened allergies/ allergic reactions, swelling of legs or feet, hair loss or changes, dental issues, weight issues (gain), muscle spasms, vision problems (floaters, blurred vision, dry skin/hair/eyes, severe bloating (fluid retention causing right ventricle enlargement). Lab work following essure placement: (B)(6) 2013 - ferritin (16); 25-hydroxy d (10); pth, intact (76). (B)(6) 2014 - ferritin (10); 25-hydroxy d (12); pth, intact (74). (B)(6) 2015 - b12 (280); ferritin (7); hemoglobin (11.4); 25-hydroxy d (11.2). (B)(6) 2016 - 25 - hydroxy d (26.8). The devise was covered by my insurer.